Manufacturer narrative:
(B)(4). G2: foreign country: belgium. H6: proposed component code: mechanical (g04) ¿ stem. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the definitive implants had been placed, the surgeon discovered that the stem trial was retained when reviewing x-rays. No additional medical or surgical intervention has taken place. It is unclear if the stem trial was insufficiently secured to the femoral trial. Attempts have been made and all available information has been provided.